Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed on (B)(6) 2013 by the patient's wife that the patient had died. Per hospital summary, the patient presented to the ER via ems on (B)(6)2013 with fever, labored breathing and decreased level of consciousness. Temperature was 108.2, bp 40/17, pulse 164, resp 27, spo2 45% on room air, hypoxic. Glasgow coma scale 3 with decerebrate posturing. Patient was admitted and made dnr (do not resuscitate). Patient died on (B)(6) 2013. Cause of death per hcp was glioblastoma, lactic acidosis, renal failure, hypoxemia and malignant hyperthermia. No adverse events associated with device were reported. As per logfile review, the last date of novottf therapy was (B)(6) 2013 and the device was operating as per normal operating parameters.

Manufacturer narrative:
Novocure concurs with the treating health care provider (hcp) that death is related to complications from progressive glioblastoma (i.e., lactic acidosis, renal failure, hypoxemia and malignant hyperthermia). Death is unrelated to novottf therapy. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the (B)(4) trial, overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arms respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (patient was wearing device on day prior to death).